Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). No adverse event reported.